Event description:
The consumer called into customer care concerned about "...the discrepancy blood glucose results between her nova max plus meter and her nurse's meter yesterday." It was reported to nova biomedical the consumer performed a blood glucose test on (B)(6) 2015 at 11:07am getting a result of 309 mg/dl. Based on that result, the consumer administered 14 units of insulin.

Manufacturer narrative:
The meter and test strips will be returned for evaluation. Test strip lot # 1020214287 expiration date: 10/2016. Control solution lot # none. Per label copy/ package insert - unexpected results. High or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be -nova max test strip insert - quality control. Checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed. The customer complaint is confirmed. Evaluation of the returned test strips read high out of control range. The root cause is attributed to the consumer's storage and handling of the test strips as evidenced by the weight of the returned vial failing the weight testing. A failure of this nature is consistent with a compromised vial by exposure to humidity and/or fluid. This finding is further supported by the results of the retain strip lot testing which confirms the retain strips to perform within specification.